Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Aspiration pneumonia is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2022, a patient in the USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. The patient's spouse reported that the patient was hospitalized in early (B)(6) 2022 for aspiration pneumonia. It was unknown if the patient received any treatment for the aspiration pneumonia. It was reported that the patient was receiving tube feeding prior to starting duodopa therapy. On an unknown date, the patient was discharged from the hospital. On (B)(6) 2022, the patient again experienced aspiration pneumonia and was hospitalized and duodopa therapy was discontinued. The patient's condition deteriorated and was placed in hospice care. On (B)(6) 2022, the patient passed away. The cause of death was unknown.